Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID evproplus-29us (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the patient was sized and met criteri a for this 29 millimeter (mm) valve. Upon deployment to 80%, the valve would not remain at the intended implant position but rather migrated up and dislodged. The valve was recaptured and a deeper starting implant depth with a higher controlled pacing rate was then attempted. However, after 3 recaptures and a fourth deployment with the same results, this system was removed. As a result, a 34 mm system was used and the 34 mm valve was successfully implanted. No adverse patient effects were reported.